Event description:
It was reported that the patient experienced a loss of stimulation due to the ipg reaching the end of its battery life. The patient was unable to confirm if an end-of-life message was received on the remote control. It was noted that the patient was not using high frequency programs. Additionally, the patient had a non-device related procedure wherein electrocautery was used. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was discarded by the medical facility and will not be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.